Event description:
The customer reported the live image is splitting into 3 different portions. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the dicom aspect box. System operates as intended. This MDR is related to ge healthcare.